Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The reason for the call was that the patient said they were experiencing some problems and needed an MRI of their brain. The patient said the device is not working right now, and they saw a doctor symbol on their programmer a few minutes ago. The patient was redirected to their healthcare provider to further address the issue. On 2023-dec-19 additional information was received from a healthcare professional (hcp). The hcp was asking about scanning eligibility. The caller reported on the patient's issue with seeing a doctor symbol on the programmer. The agent informed caller that the patient was instructed to follow-up with hcp when they called in. The agent informed the caller that the patient must still see hcp before scanning to discuss scanning eligibility. The agent reiterated the importance of pt scheduling to see their hcp. On january 9, 2024, additional information was received from the patient. They reported that they were unable to increase or lower stimulation and kept getting power on reset messages. The issue has not been resolved and as of now, replacement have not been scheduled

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said that they connected to implant on (B)(6) 2023 and received the eos message. Patient also mentioned that a couple months maybe up to six months prior to checking the device in (B)(6) of 2023, patient noticed that the therapy wasn't as effective anymore and did make some adjustments however said didn't notice any improvement so stopped making adjustments.